Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of above 400 mg/dl and received no delivery alarms. The customer's blood glucose at the time of the phone call was not reported. The customer treated with manual injections and the insulin pump. The customer reports that the infusion set cannula was bent and the no delivery alarm was resolved by changing the infusion set. The customer declined troubleshooting for the high blood glucose event. The insulin pump will not be returned for analysis.